Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the single coil lead had high dfts (defibrillation thresholds). The lead was removed and a dual coil lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).